Event description:
On 8th june 2026, it was reported by an arthrex's employee via an email that for (B)(4) units of ar-4501, meniscal cinch¿ ii: for the first unit of ar-4501, the implant dropped out and another ar-4501 was changed to. For the 2nd unit of ar-4501, the first implant was set properly but the second implant dropped out. This was detected during a meniscus repair surgery on (B)(6) 2026. The procedure was completed successfully by using another brand products.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.